Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported that burrs were found with the stylet within the power catheter during insertion. It was uneven. Foreign matters were adhered to the surface of the guide wire. It was reported this occurred with two devices. This report addresses the second device.